Manufacturer narrative:
The insulin pump alarmed no button error. The pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. The numbers does not ramp up on its own or scroll bar moving with no input. (B)(4).

Event description:
A pc software host reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 216 mg/dl. The host stated that the customer was trying to give a manual bolus when the numbers started to go up with him doing anything. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.